Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient felt pain during the trial procedure when the physician was in the process of implanting the leads. The procedure was stopped and there have been no reports of further complications regarding this event. The patient will be rescheduled for implant in the future.